Event description:
On 03/17/2025, it was reported by a facility representative via email that an ar-3636 knotless 1.8 fibertak soft anchor had the inserter break off inside the patient. The anchor did not break but only the inserter. The broken piece was retrieved and verified by the physician. There was no harm to the patient reported. This was discovered during a procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3636, knotless 1.8 fibertak®, batch 15329077, was received for investigation. Visual evaluation of the device noted that the tip was broken. No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use. The complaint allegation is confirmed.